Event description:
It was reported that the patient had telemetry issues and an overdischarge was suspected. The patient was living out of the country and had not used the system for a couple of years. The patient met with the manufacturer representative, who started pmr (physician mode recharge). Subsequent information received reported that the last time the patient was overseas, he forgot to bring his recharger and could not charge the device. The last time he felt any stimulation was over 12 months ago, and he last charged and had stimulation approximately 3 years ago. When the patient met with the manufacturer representative they did a couple pmr's at the clinic and the patient did approximately another 10 pmr's at home and never saw por (power on reset) or normal charge screen. The patient could feel the top portion of the device around the header block, but the bottom edge goes into the tissue more so it felt tilted. It was unsure whether the patient was interested in using stimulation and keeping the device. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the device did not come out of overdischarge. The patient was going to contact their health care provider (hcp) to schedule a replacement of the implantable neuro stimulator (ins). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# v010896, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).